Event description:
It was reported that the generator let off a smokey/burning smell when in use. No patient/user injury or other complications were reported.

Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device and evidence of a previous saline spill inside the subject controller. Functional evaluation revealed that the returned device performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller emit a "smoky/burning smell". The ablation and coagulation voltage output readings were within specified ranges. The complaint could not be verified and a root cause could not be determined since the returned device functioned as intended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.